Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A f/u report will be submitted with failure investigation results once the eval has been completed.

Event description:
Sales rep reported customer gave him an IV set and stated that it has a pin hole and was leaking. Nurse reported that the IV set was in use in a treatment room when she noticed it was leaking from a pin hole. Nurse cannot remember where the location of the pin hole was on the set. There was no report of pt harm or medication intervention. Customer stated that no further pt or event info is available.